Event description:
It was reported that, on (B)(6) 2014, mantis surgery (l1 burst fracture) was performed. T11-12, l2,3 were fixed with screws. After bone union, the extraction surgery was performed on (B)(6) 2015. During extraction surgery, l3 both side screw breakage were found when the surgeon was removing the screws. The threads of the screws could not be removed and were remained in the patient.

Manufacturer narrative:
Method: device not returned; results: union was achieved and the implants were removed. As per the surgical technique "removal of an unloosened spinal screw may require the use of special instruments to disrupt the interface at the implant surface." In this case, no special instruments are specified for removal. Conclusion: the unloosened spinal screws likely had bony growth making it difficult to remove, so the cause is a known reaction and non-issue.

Event description:
It was reported that, on (B)(6) 2014, mantis surgery (l1 burst fracture) was performed. T11-12, l2,3 were fixed with screws. After bone union, the extraction surgery was performed on (B)(6) 2015. During extraction surgery, l3 both side screw breakage were found when the surgeon was removing the screws. The threads of the screws could not be removed and were remained in the patient.